Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinical support critical care rn called to troubleshoot a helium loss alarm. The rn stated the pt is currently stable. The intra-aortic balloon (iab) was inserted at 1035 est in the cath lab. The pt then went to the operating room (or) and was now arrived post coronary artery bypass graft (CABG) surgery in the intensive care unit (ICU). The rn told the clinical support specialist (css) that she was told the alarm had "been occurring since soon after insertion." The rn reported no blood in the tubing and no visible kinks. The male pt had no adipose tissue and there were no kinks at the insertion site. The pump was in autopilot mode 1:1 using pattern trigger and the fiberoptix sensor (fos) arterial pressure (ap) source. The pt was in normal sinus rhythm (nsr) with no ectopy noted. The rn also told the css that she exchanged the he (helium) tank prior to calling. Length of time in use prior to event is listed as 11 hrs. The specific intra-aortic balloon pump (iabp) alarms that occurred were, he loss 2 and 3. The css asked the rn to fax a strip that printed with the alarm. According to the rn the paper was out and she reloaded. The alarm is occurring about every 90 seconds so when the strip printed the rn faxed it to the css. In the meantime, the css had the rn decrease the ratio to 1:2. The alarm occurred much less frequently, but still continued. The css and rn discussed catheter placement and the rn felt that the catheter appeared "out of the pt a lot." The rn stated they had repositioned it earlier. The css asked that they obtain a chest x-ray (cxr) to verify placement. The rn said that one was done and she would have the doctor review it. Per the css the strip does not show some widening and slopping of artifact on the balloon pressure waveform (bpw). Since the alarm had decreased in frequency, the css had the rn return the pump to 1:1 and decrease the volume in the iab to 38cc. The alarm again occurred. The rn then decreased to 36 cc and the alarm occurred. The rn then decreased the ratio to 1:2 and the alarm continued. The css then performed a leak test on the catheter at 1:1 and full volume. There was no drop in baseline or leak alarm noted, only high pressure. The css explained to the rn that this meant that the catheter had failed the test and the css explained those results. The css suggested that the rn notify the doctor of the results and the recommendation to remove the catheter. (The css had several calls with the rn during this time to check her progress). The rn asked the css if she could give the surgeon the css's number should he have any questions. The css provided her number, but did not speak to the doctors. The css did explain the urgency in removing the iab due to potential clotting and catheter entrapment due to the length of time the alarms have occurred. The rn understood and would relay the info to the doctors. At 2225 the css called the rn back and she stated the surgeon was in and replacing the catheter at this moment. The css spoke with the rn during and after the insertion and the catheter was removed without difficulty and retained for return. The new iab was inserted without issue and no alarms were occurring. The pt was stable with no complications. It was noted that the pump used was an iap-0500, s/n (B)(4).